Event description:
The end user was a fifty-nine-year old male with an ileostomy since age thirteen. He reported skin breakdown with wounds. The location of the wounds and the consumer's stoma with red skin condition are shown in one picture. He mentioned that he had been using the same company's known wafer for forty years. A year ago, he developed a red skin condition with wounds around the stoma. He stated that the wounds were yellow in color and filled with pus (pus pockets). Further, he mentioned that his skin condition was red with burning sensation and itches. He had been followed by an outpatient wound care clinic and a dermatologist. Then, he was on steroids including prednisone, fluconazole oral, antifungal powder for the skin and was currently using a 0.25% steroid cream on the skin. He was not sure if he had been on antibiotics. He stated that the skin and wounds start to get better, and then they got worsened again. He reported a cleaning routine of using a spray in a pink bottle. He sometimes uses hydrocolloid powder and sometimes stomahesive powder, and the 0.25% steroid cream. He stated that the medical professionals had not figured out what was wrong for a possible allergy. Later, it was confirmed that the end user had allergic contact dermatitis. He denied leakage of stool under the wafer. He was changing the wafer daily. The products were not returned. A photograph was also received from the complainant depicting the issue.

Manufacturer narrative:
A2: age at the time of event - 59 years. The event is considered as misuse, since end user had an allergic reaction to the company's known product for the past year, however still continued to use the product and had skin breakdown with wounds. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).